Manufacturer narrative:
This report is being supplemented to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event: additional information was requested from the reporter. The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. Due to a dent on switch one (1), water tightness was lost. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The scope body, scope cover, air/water cylinder, and suction cylinder had discoloration. The paint on the air/water cylinder was peeled. The distal end had a scratch. Due to wear of the angle wire, the play of the up/down/right/left knobs were out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the connector on the evis exera ii ultrasound gastrovideoscope was damaged. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap of adhesive on the distal end between the acoustic lens and ultrasound probe noted at estimation.